Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant possible undersensing was noted on the right atrial (ra) lead on current electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.